Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer stated that elevated bg levels are due being sick. Customer's health care professional recommended settings adjustments to bring bg levels back to target range.